Manufacturer narrative:
The insulin pump passed functional testing including displacement, a21 error, basic occlusion, occlusion, excessive no delivery and prime/a33. The motor passed motor test, no motor error alarm and no excessive no delivery alarm noted. The insulin pump was received with minor scratched display window case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a motor error alarm during bolus and a no delivery alarm, which was resolved with a complete infusion set change. Customer's blood glucose was not known. Customer was advised that insulin pump would need to be replaced. Customer requested to continue using his insulin pump until the replacement was received. No further information provided.